Manufacturer narrative:
The following fields have been updated with additional information: b1, b5, and h6. Upon investigation of the actual device used in this incident, it was determined that a disk space issue had occurred due to database backups not being purged. A technical support specialist applied the attached knowledge article "cce backup database files are not purged which causes the disk drive to run low on free space." And cleared space by removing old backups to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient order was not crossing. The customer reported that used alternate method to pass medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server patient order was not crossing. The customer reported that used alternate method to pass medication. There were no adverse events or injuries reported based on this event.